Event description:
It was reported that; the patient reported pain. During x-rays examination the surgeon noticed that the connector is broken and he decided to perform revision surgery to exchange broken elements of the system.

Manufacturer narrative:
Visual analysis, device history review, complaint history review, risk assessment; manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. It was found that the connector was inspected and it was found to be returned in two pieces. The connector was fractured at the main shaft such that the end of the connector was completely fractured off. There was also a fracture going down the main shaft of the connector that didn't completely separate. The attempts to obtain additional information were unsuccessful. The definitive root cause of the event could not be determined from given information.

Event description:
It was reported that; the patient reported pain. During x-rays examination the surgeon noticed that the connector is broken and he decided to perform revision surgery to exchange broken elements of the system.